Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient experienced a loss of pain relief. The physician assessed the presence of high impedance readings on the lead. The patient underwent a revision procedure where the lead was replaced and did well post-operatively.